Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation, the distribution node (dn) to rear te cable pulse wire was cut, causing a short inside the dn. The cause of the test failure is the cut pulse wire. The root cause of the cut pulse wire is excessive force. No adverse event resulted from the cut pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4 )and reported that the electrode belt had non-functional therapy electrodes (tes).